Event description:
The following information was reported to gore: on (B)(6) 2013, a patient underwent endovascular treatment of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses with an elephant trunk technique after a total arch replacement and an elephant trunk that were performed on august 16, 2013. During the treatment, after all stent grafts were implanted, a possible distal type I endoleak or a possible type ii endoleak was observed. Additionally touch up was performed at the distal side of the distal stent graft. The patient tolerated the procedure. On unknown date, an enlargement of the aneurysm was observed. On (B)(6) 2022, a reintervention was performed. During the reintervention, an angiography revealed no leak. Additionally, a gore® tag® conformable thoracic stent graft with active control system was implanted to extend proximally. The patient tolerated the procedure. The physician stated that he thought that intraoperative angiography would reveal a leak that was causing the aneurysmal enlargement. An additional stent graft was implanted to cover the anastomosis site. Reportedly, there were two tag devices that were implanted, but it was unknown which device was implanted distally or proximally.

Manufacturer narrative:
(B)(4). According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aneurysm enlargement and reoperation. Since it is unknown which device is directly implicated in this complaint, tgt3420 / 10825689 will be included on this report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.